Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The revision sugery, in which our product allegedly malfunctioned, was not performed for smith & nephew products. Therefore, the re-assessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report had been made based upon information that smith & nephew had not been able to investigate or verify before.

Event description:
It was reported that, during a revision surgery, torque wrench was noticed to be too stiff, causing the hex driver to strip as a result. Procedure continued with a backup device from smith and nephew, without a delay or an injury.